Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that when she tried to connect to the communicator, it took a really long time. The patient stated that after receiving the replacement, it worked for a couple of months and then started again with having difficulty and taking a long time - like 20 minutes - to connect to the communicator. While on the call, the agent had the patient restart both external devices which did not resolve the issue. The patient also stated that she was also getting service code 156. The agent reviewed service codes and the agent's troubleshooting did not resolve the issues. The agent transferred the patient to health care information technology (hcit).